Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2019, while the lead was connected to a competitor ins, the patient started experiencing inadequate back and buttock pain relief. The patient saw their physician, and on (B)(6) 2020, the lead was removed. During the removal of the lead, it was found that scar tissue was adhered to each of the contacts on the lead. The lead was successfully removed and was sent to the hospital pathology department, and would be returned to the manufacturer after pathology was done with it. During the lead explant, another lead was placed and attached to extensions, which were externalized and connected to a wireless external neurostimulator (wens). No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient came from another district with another manufacturer¿s ins already implanted. The rep was unaware of when exactly the patient had surgery. The rep reported that the patient¿s 2x8 lead was removed and a buried 565 paddle trial was successfully done. A new ins was implanted one week after the 565 was implanted/trialed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.